Manufacturer narrative:
Patient height reported as (B)(6). Patient ID-case: (B)(6). Exact patient weight (B)(6). Additional product code: hwc. (B)(4). Date implanted: 2011 (exact date unknown). Part manufacture date: 20may2009. Part expiration date: 30april2018. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There were 2 parts scraped at the machine complete operation for inner diameter issues and the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2011 (exact date is unknown) patient had a hip fracture and was implanted with synthes hardware. One or two weeks ago (exact date is unknown) patient had total knee arthroplasty surgery done on distal femur. Later on patient developed infection due to total knee arthropalst surgery. Surgeon had to remove all the hardware implanted for hip fracture as well as for total knee arthroplasty surgery from the patient's leg in order to clear the infection. Surgery was completed successfully without any surgical delay or any other medical intervention required. Patient status was reported as fine. This is report 1 of 2 for (B)(4).